Manufacturer narrative:
(B)(4).

Event description:
It was reported that a chest x-ray was performed, it was noted that the atrial lead was dislodged. The lead was explanted and replaced successfully, the patient had no problems.